Manufacturer narrative:
The pump was tested by the MFR and operated within specifications.

Event description:
The pump was set to infuse at 21cc/hr with an intended delivery of 500ml of lipid. Three hrs later, the device alarmed "empty container". No further info was provided. No pt injury.